Event description:
It was reported that during a right ventricular (rv) lead implant attempt, the lead could not be fixed and could not reach target position. A new lead was implanted with success. No patient complications have been reported as a result of this event.